Manufacturer narrative:
The reported complaint of icy catheter (sn#: (B)(4)) leak was confirmed. A water emission/leak was observed at the distal end of manifold to the catheter shaft during lumen crosstalk test. Probable causes for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed. No physical damage to the catheter was found. Observe blood residue on the balloons, luers tubings, and along catheter shaft. Functional leak test of the returned catheter was performed. All infusion ports, and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi. No leak or damage was observed on the balloons. However, a water emission/leak was observed at the distal end of manifold to the catheter shaft during lumen crosstalk test. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for a catheter with a lot number 141552.

Event description:
During ivtm therapy, the themogard ivtm system generated an "air trap" alarm after about 3-4 hours into treatment. A hospital staff observed an empty saline bag, and a wet bed. After a closer look on the patient's right femoral, saline fluid had flowed out of the injection site, and ran into subcutaneous tissue. Since the lumen medial, distal, and proximal continued to run without problems, the catheter was only used for drug administration for a short time. The cooling was continued with alternative method. The icy catheter (lot #141552) insertion was smooth by experienced physician and dwell time was 28 hours. The "air trap" message that was generated by themogard ivtm system was cleared by the user, and no device malfunction was reported. No consequences, or impact to patient.